Manufacturer narrative:
.

Event description:
Fungemia; abscess in the lower abdomen; decline in physical strength. Information was received on 13-nov-2007 from a physician regarding a male patient who had a medical history of gastric cancer. The patient underwent billroth I gastroduodenostomy for his gastric cancer in 2007. One sheet of seprafilm was placed at the gastric and duodenal anastamosis site. The physician reported, that there was a leak posterior to the greater curvature of the stomach at the anastomosis site. Drainage was supposed to be collected subhepatically, but the drainage collected in the lower abdomen because seprafilm prevented and adhesion. According to the physician, this delayed the discovery of the formation of an abscess. Fungemia then developed due to a decline in physical strength and the patient died the next month. The physician assessed the adverse events' intensities as severe and probably related to seprafilm. The investigation summary was received on 03-dec-2007. Complaint investigation summary: no sample was returned and no lot number was provided by the user facility, therefore, genzyme quality assurance is unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be re-opened and the appropriate investigation will be conducted.